Event description:
During a cataract extraction procedure, the surgeon reportedly experienced a corneal burn in the patient's operative eye. The burn occurred within the first 30 seconds of the procedure and a second incision site was required to complete the procedure. The wound required four sutures to close. The pt is expected to have a good outcome.

Manufacturer narrative:
(B) (4). (B) (4). The phacoemulsification handpiece was returned to manufacturer for evaluation. No issues were detected with the operation of the handpiece. The device meets all performance criteria. The cause of incident experienced by customer was not able to be determined.